Event description:
It was reported that during routine check, the clinic was unable to interrogate the device due to end of life (eol). It was noted that six months ago, last device check, there was two and half years longevity left on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.